Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that during an initial left hip arthroplasty, the rasp fractured into the femoral canal and a 0.5 cm piece was left in the patient. The broken fragment was discovered in a post-op x-ray. The patient has not experienced any complications related to the retained piece of rasp and there is no intervention planned to remove the fractured piece.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Exact taperloc rasp was returned and evaluated against the complaint. Visual inspection of the device confirms the distal tip fracture. However, with the x-rays being not provided, the device left in the patient cannot be confirmed. The rasp shows signs of wear especially on the sharp edges indicative of repeated use over the potential field service lifetime of 15 years. The scanning electron microscope evaluation of the fractured surface suggests the distal tip fractured due to possible bending overload. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.